Event description:
On (B)(6) 2015, the lay-user/patient¿s mother contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch verio2 meter read inaccurately high compared to another device (onetouch verio iq). The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The reporter stated that the alleged meter inaccuracy began a few weeks prior to contacting lfs just prior to bedtime. The reporter claimed the patient obtained a blood glucose reading of ¿6.3 mmol/l¿ with the subject meter and ¿4.8 mmol/l¿ on another device. The tests were performed within an unknown time of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. During the follow-up call, the reporter stated that the patient tests their blood glucose 4-5 times a day and their normal blood glucose range is between ¿7.0-10.0 mmol/l¿. During the follow-up call, the reporter informed the csr that the patient manages their diabetes with insulin (humalog: taken with each meal,dose adjusted using a sliding scale based on blood glucose and carbohydrate count; humulin: fixed dose of 12 units morning and bedtime) and claimed the patient did not make any changes to their usual diabetes management regimen in response to the alleged inaccuracy issue. During the follow-up call, the reporter informed the csr that about 5 minutes prior to obtaining the alleged inaccurate high reading, the patient developed symptoms of ¿shakiness and feeling unwell¿; symptoms they associated with a low blood glucose excursion. The reported stated a blood glucose test was performed on another meter (onetouch verio iq) at the onset of the patient¿s symptoms and a result of ¿around 4.8 mmol/l¿ was obtained. The reporter claimed the patient consumed a cup of orange juice in response to their symptoms. During the initial call, the reporter stated the patient attended the hospital however during the follow-up call, the reporter confirmed the patient did not proceed to the hospital with regard to the inaccuracy issue (or for any other meter-related incident). During the follow-up call, the reporter stated that they were unsure what may have caused or contributed to the patient¿s symptoms. At the time of troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that an approved sample site was used for testing. The csr noted the patient was not following the correct testing process as they were not washing their hands before performing a new blood test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia while using the product. The alleged product issue could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Follow-up # 2 ¿ (04/18/2015). The patient¿s meter has been returned on 3/27/2015 and evaluated by lifescan product analysis on 4/2/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (03/06/2015). The patient¿s test strips have been returned on 2/25/2015 and evaluated by lifescan product analysis on 2/25/2015 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.